Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, when this existing right atrial (ra) lead was connected to a new device, it exhibited a low out of range pacing impedance measurement of less than 200 ohms. The field believed the ra lead has an insulation problem as there has been a previous history of underlying noise. The system was reprogrammed and no intervention was performed. The ra lead continues to remain implanted and in service. No adverse patient effects were reported.